Event description:
It was reported that a capd disconnect y-set leaked from the drain bag. This occurred during draining of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph and a video were provided for evaluation. A review of the video showed a leak from the port seal of the drain bag. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue issue during the (rf) radiofrequency welding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.